Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The device cup of the delivery system was damaged. The analyst noted the full delivery system was returned with the device intact in the device cup. The distal edge of the device cup was damaged. The device was able to be deployed with resistance, the device was able to be pulled by the tether to the recapture cone with resistance, the device was able to be fully recaptured in the device cup with resistance. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6), d9: yes, return date: 26-aug-2024 h3: yes dev rtn to MFR? Yes eval summ attached? Yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the device could not be collected into the cup after one deployment and was pulled into the sheath and pulled out of the body directly. It was confirmed that the device cup had been folded and was deformed. The leadless ipg was attempted/not used. It was reported that during implant of the replacement leadless ipg, the delivery system had a poor bend with the deflection button. It was collected again in the device cup and the deflection button bend improved to some extent, so implantation was continued. However, the physician pointed out again that the curve was bent poorly after insertion. The device was taken out of the body because it could not be safely inserted, and the implantation was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.